Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient was beginning to feel confused and was sweating. She checked her cgm value, which was low mg/dl, however, she reported not receiving any alert or notification from her dexcom receiver alerting her to her hypoglycemic state. The patient then suddenly lost consciousness. The patient¿s spouse called emergency medical services (ems). And once they arrived, the patient was treated with IV dextrose. A few minutes later, the patient¿s bg meter reading was 113 mg/dl. No cgm comparison was reported. The patient also regained consciousness while ems was inserting the IV to treat her. Ems stayed with the patient for approximately 45 minutes to an hour and then left. The patient then replaced her sensor after taking a bath. The patient was in ¿good condition¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.